Event description:
Additional information received indicated that the patient was revised for complaints of pain with suspected infection, not being confirmed intraoperatively.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Code for infection was removed, since infection was not being confirmed intraoperatively.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: revision total knee replacement. Original surgery was in (B)(6) 2009. These implants were revised on (B)(6) 2013 as the patient had a fall and caused some mid flexion instability and was not happy with the function of his knee. This revision surgery was not due to fault of our implants but due to trauma and subsequent mid flexion instability. Subsequent additional information received indicated the patient had reports of pain. There are no pre op or post op xrays. The explants were discarded. Doi: (B)(6) 2009. Dor: (B)(6) 2013. Left knee.